Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 30-80 mg/dl. Reportedly, customer recently lost weight, and settings were not updated to reflect insulin needs. Bg was treated by customer with glucose tabs and carbohydrates in an attempt to raise bg levels. Emergency medical technicians transported customer to the emergency room and monitored bg levels, however, customer did not receive additional treatment while at the ER as bg level stabilized. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 101 mg/dl).